Event description:
Customer reported a cartridge change error with the pump. There was no adverse impact on the customer's blood glucose level, as it remained within the range of 54-500 mg/dl. Technical support instructed the customer to inspect and clean various parts of the pump and attempt to load a new cartridge, which was unsuccessful. As a result, management approved a pump replacement, and the customer was advised to switch to multiple daily injections for insulin delivery. The customer was instructed on how to store the pump before returning it, and a pre-paid label was provided for the pump's return.